Event description:
It was reported that noise had been observed on the right ventricular lead. The noise could be reproduced. The lead was capped and upgraded during a system upgrade procedure on (B)(6) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.